Manufacturer narrative:
Power cord plug with broken ground prong.

Event description:
It was reported by service report that the power cord plug had a broken ground prong. No patient involvement or adverse consequences were reported.